Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). This was noted by the right ventricular automatic capture (rvac) which led to the increasing of the output to 3.5 volts. No adverse patient effects were reported. This rv lead remains in service.